Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr performed the patients initial surgery on (B)(6) 2009. Patient was complaining of some thigh pains. When looking at the x-ray, dr k noticed that stem appeared to have shifted into varus. He decided this could be the cause for her discomfort and felt she would benefit from a removal of the srom stem. The femoral head and stem were removed as well as the acetabular liner. He implanted a competitor stem with their 32mm head. A new liner was implanted for the pinnacle cup and a trial reduction was performed. Hip was found to be stable and the closing process began. Doi: (B)(6) 2009; dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.